Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual inspection and x-ray examination of the lead were also normal. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had failed to capture and exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.